Event description:
During cardiopulmonary bypass, the arterial monitor spontaneously powered off for approximately four minutes. The monitor subsequently powered back on, and returned to normal function. The arterial monitor provides multiple pressure and temperature sensor displays that may be applied in monitoring the extracorporeal circuit. It also provides general purpose timers. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Computer failure. Evaluation in progress but not concluded. Device repaired and returned.